Event description:
It was reported that the patient's left knee was revised for loosening. Intra-operatively, the femoral component was found to be cracked (no bone fracture).

Manufacturer narrative:
An event regarding loosening and crack/fracture involving an unknown femoral component . The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant was rejected stating unable to confirm event; need serial dated x-rays, primary and revision operative reports and clinical/past medical history. Device history review: not performed as device details are unknown, complaint history review: not performed as device details are unknown, conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised for loosening. Intra-operatively, the femoral component was found to be cracked (no bone fracture).